Event description:
It was reported that the patient was delivering boluses without his command on his personal diabetes manager (pdm). The patient alleged that he reviewed the controller history and reported that the following boluses were not given by him: 7:01 pm 22g 1.8 u 6:40pm 108g 11.85 u 8:12am 33g 3.2 u 8:21am 18 g 1.35 u however, verification of data logs show that each bolus was calculated & adjusted using the bolus calculator and the bolus delivery was made only after the user provided confirmation. This indicates that the bolus deliveries were programmed by the user. Also, the bolus calculations suggestions were inspected. It was observed that the calculator functioned as intended and calculated accurately based on the inputs. Investigation found no issues with the bolus calculator. No medical attention was required as a result of the event.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. It should be noted that this patient called and reported multiple events alleging the same malfunctions. You can find those submitted as follows: emdr-(B)(4)-parent case (B)(4).